Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not darken, and the plug was released subcutaneously, protruding from the skin surface. The exoseal was used for puncture site closure. A 6f cordis short sheath was used. The procedure was a balloon dilation of a lower extremity arterial stenosis with a retrograde approach. The patient does not have a history of infectious diseases. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not darken, and the plug was released subcutaneously, protruding from the skin surface. The exoseal was used for puncture site closure. A 6f cordis short sheath was used. The procedure was a balloon dilation of a lower extremity arterial stenosis with a retrograde approach. The patient does not have a history of infectious diseases. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed and the indicator wire was already retracted. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator, deployment lever (button) inaccurate deployment at white/black position, and plug inaccurate placement ¿was not observed through analysis of the returned device since the device was received with the window in full transition. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors are likely since the event reported suggests that the lever was attempted to be pressed when the window was not in black/black. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.